Manufacturer narrative:
The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device had a seal issue in which no seal could be completed. It is unknown if re-grasp alarms or end-tones (indicating a complete seal cycle) were heard. There was no patient injury. Another ligasure was used to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The reported condition was confirmed. The investigation found the device could not be latched close. The device was disassembled and a broken piece of plastic was found inside the handle body. The broken piece made the device handle unable to latch. The device handle has to be latched close before the device could produce a seal. The device goes through multiple tests and has to pass each test in order to be shipped. The investigation identified the root cause of the reported event to be user error. The customer is advised to refer to the device instruction for use on how to handle the device properly. No update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.